Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation regarding the image failure was not confirmed. However, the reported fluid invasion was confirmed. In addition to the foreign material described in b5. The following faults were also identified: a) grip has a scratch. B) flexibility adjustment ring has a scratch. C) air/water cylinder has discoloration. D) suction cylinder has discoloration. E) switch box has a scratch. F) light/right angulation control knob. G) upward/downward angulation control knob has a scratch. H) switch flexible printed circuit has corrosion due to water leakage. I) scope connector cover has a scratch. J) scope connector case unit is deformed. K) plug unit has corrosion; due to water leakage. L) cable unit has corrosion; due to water leakage. M) circuit board unit in suction connector has corrosion; due to water leakage. N) due to wear of angle wire; the play of upward/downward angulation control knob is out of the standard values. O) due to wear of angle wire; bending angle in left direction does not meet the standard value. P) image guide protector has a chip. R) plastic distal end cover has a chip. And s) universal cord has a cut (coating peeled). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the evis exera iii colonovideoscope failed to display an image. And exhibited fluid invasion. The issues were found when preparing the scope for use in a diagnostic colonoscopy. There was no delay. And the procedure was completed using a similar device. There were no reports of patient harm. The subject device was subsequently evaluated by olympus. Evaluation found that there was whitish residues in in the air/water channel and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.